Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The patient was implanted with heartmate 3 left ventricular assist device (lvad), serial number (B)(6), on (B)(6) 2023. It was reported on 24feb2023 that there was recent concern for outflow obstruction in the setting of steadily rising pulsatility index (pi) values and ldh; however, a computed tomography angiogram (cta) of the patient¿s heart found no thrombus in the outflow cannula. The patient was asymptomatic and stable with plans to continue monitoring lab trends. It was reported on 28feb2023 that the patient continued to have elevated ldh of unclear etiology. The patient was stable as of (B)(6) 2023 with ldh trending downward. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Low flow values were captured on (B)(6) 2023 that were not active long enough to trigger an audible/visual low flow alarm. It was noted that pi was elevated at the time of the low flows. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including pulsatility index (pi) and flow. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ of the IFU provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was submitted concerning for outflow obstruction in the setting of steadily rising pulsatility index (pi)s and lactate dehydrogenase (ldh). The log captured some implant data back on (B)(6) 2023 and nothing unusual noted until (B)(6) 2023 at 02:52 and 05:21 where some low flow events were noted. These low flow events were in the presence of elevated pi values and were most likely patient related. Additional information stated the patient was asymptomatic and computed tomography angiography (cta) heart showed no thrombus in outflow canula. The patient was stable, continuing to monitor lab trends. Additional log files were submitted on (B)(6) 2023. There were no other unusual events were noted. It was unclear etiology for increased ldh, but it was trending down. Hematology was consulted; the patient remained stable.